Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was after the patient was implanted their ins was turned on a week earlier than original expected and the patient woke up the next morning and felt like there was a ball in their bed. The patient realized the site of their ins was swollen and red. The patient was put on anti-biotics and had to go for 3 rounds of anti-biotics. Now the swelling has gone down.